Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venotomy closure of the right common femoral vein using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a pulsed field ablation (pfa) for atrial fibrillation (afib) interventional procedure. Reportedly, steps 1-4 of the deployment process were completed as expected. When the device was partially retracted from the vessel to retrieve the sutures, the knot was visible above the skin level and the sutures were not easy to remove from the proximal guide of the device. Physician cut one suture rail below the knot and completely removed the suture and device. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a greater than 10f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. It is possible the suture was entangled with the device, or a malposition occurred, or there was an issue with the device; however, these cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.